Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The bench repair technician (brt) reported that the sound was not working after the speaker was replaced. The device was not in use at the time of the event. No adverse event involving a patient was reported.